Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin due to miscalculating the amount of carbohydrates consumed. Customer's blood glucose (bg) was 52 mg/dl. Reportedly, customer consumed glucose tablets to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.